Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00124.

Manufacturer narrative:
Reference manufacturer number was unintendedly incorrect in the initial report. This report contains corrected data.

Event description:
Device 1 of 2. Reference MFR. Report#: 3008829311-2019-00001. Additional information received advised that the lead was explanted and replaced on (B)(6) 2018. Effective therapy resumed post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00124.

Manufacturer narrative:
Reference manufacturer number and explant date was unintendedly incorrect in the initial report. This report contains corrected data.

Event description:
The patient received two drg leads from the same lot number. It was reported the patient may undergo surgical intervention to revise the drg system lead(s). Reportedly, x-rays showed one of the leads migrated.